Event description:
Leak of chemotherapeutic agent from the IV tubing at a connection reported. The pt was set up to receive "5fu" 500 mg/day times 7 days per bag and was sent home at 11am. The add-on antisiphon valve was connected to the tubing. At some unspecified time later, the pt noticed that the couch the pt was lying on was saturated with fluid and the bag was empty. The leak appeared to have come from the connection to the anti-siphon valve. The pt placed the pump and tubing in a bag and returned to the center the next day where the dose was restarted. There was no harm to the pt related to the delay of treatment. Also, no report of harm from exposure to the drug on the pt's hands from the leak.

Event description:
The original medwatch report was submitted with device list number 13403 as reported by the customer. When the sample device was received for testing and investigation, it was identified as a different list number than the device list number initially reported by the customer. Follow-up discussion with the customer contact confirmed that the actual product list number involved in the reported incident to be list number 04829-01 and was confirmed as the sample returned.